Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: promus elite ous mr 28 x 3.50mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break 44cm distal to the distal end of the strain relief. It was noted there was a severe kink at the break site when the device was received, and the break occurred during the decontamination process of the device at bsc cis facility. Multiple hypotube kinks were also noted. A examination of the shaft polymer extrusion found no issues. An examination of the tip found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08-jul-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 24x3.5, eccentric, de novo target lesion containing a >=90 degrees bend was located in the calcified left anterior descending artery. After pre-dilation was performed with nc balloon catheter, a 28 x 3.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a hypotube detached.